Manufacturer narrative:
Investigation: the complaint of the z6ms transducer displaying an error message was investigated. The defective transducer was returned, and an investigation was performed. During the investigation, the system error was reproduced. The most probable cause of the error was determined to be distal flex electrical short. However, since the distal flex was also torn severely during destructive analysis testing, a confirmed root cause could not be determined.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that when the transducer was plugged into the ultrasound system, a usacquisitionhw_40_0 error message was immediately displayed. The user plugged the transducer to the other two ports and the same phenomenon occurred. Another transducer was brought for trouble-shooting purposes and it worked fine. There was no patient involvement as the transducer was being used on system for demonstration purposes and the error occurred when preparing the system to scan a patient. No additional information was provided.